Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure, the patient was unable to establish communication with his ipg. A company representative met with the patient and confirmed the issue. Follow-up information revealed the device was exposed to monopolar electrocautery and was deemed inoperable. Consequently, the patient underwent surgical intervention at which time the ipg was explanted and replaced. Reportedly, the effective stimulation was restored post-operative and the issue is resolved.